Manufacturer narrative:
Updated: age/date of birth, weight, describe event or problem, relevant tests/lab data, other relevant history, model #/lot #, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. Corrected sections: adverse event and/or product problem and operator of device. Additional information received included a preliminary review of the patient's controller log files that confirm the reported event. The patient's anticoagulation levels are reported to have been controlled prior to the event. In addition to the previously reported pump exchange, the treatment for this patient also included a heparin infusion. The patient is reported to have tolerated the pump exchange well and to have been discharged home. Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed twenty (20) high watt alarms, have been logged since (B)(6) 2016. A rise in power consumption beginning on (B)(6) 2016 to a peak of 7.1 watts, outside the normal operating range was observed. Analysis of the device revealed that the pump passed functional testing and dimensional verification, but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. Clinical factors that may have contributed to the patient's development of thrombus include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was hospitalized with elevated flows and power. Dark urine and elevated ldh were also noted upon admission. The patient underwent an lvad-lvad exchange on (B)(6) 2016. No additional information provided, investigation is ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.